Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The battery box axle is bent, received additional info stating the left rear caster fork is bent.

Manufacturer narrative:
The device in question was returned an evaluated. That evaluation confirmed the complaint with respect to the alleged issue, suggesting that the frame was defective. Any underlying cause for the deformation of the frame was not able to be identified.

Event description:
The battery box axle is bent, received additional info stating the left rear caster fork is bent.